Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administrated a manual correction injection to address bg. Customer loaded a new cartridge to resolve the issue.